Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Initial repair was performed (B)(6) 2006. By report, the pt was not adhering to the recommended f/u schedule. The pt presented (B)(6) 2011 with an aneurysm rupture. Another manufacturer's endograft was placed to resolve the rupture and the pt tolerated the event. The rupture was attributed to migration of the zenith iliac leg, likely resulting in an endoleak that contributed to the rupture. Information regarding pt anatomy and contributing factors was not reported. Thus, a root cause cannot be determined. Continued disease progression likely contributed to the event. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent abdominal aortic aneurysm repair on (B)(6) 2006. The pt rec'd a zenith main body graft and two zenith iliac legs without reported incident. On the first weekend of (B)(6) 2011, the pt presented for repair of a rupture. The original left zenith iliac leg retracted into the left portion of the aneurysm. The physician coiled the left internal iliac and mated that with a 12 fr graft from another manufacturer. Procedure was successful and the case was completed. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.